Event description:
It was reported that pt came for pre-op eval for revision total hip previous complaints of pain in upper thigh. Uses can to relieve. Failure of ingrowth with subsidence of stem. Revision to mod restoration.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.